Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a cut in the cord, wires are showing and needed a new "ID" plate. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6, h10. The device was not returned to olympus for inspection and the reported failure of "cut in the cord, wires are showing and needed a new "ID" plate" was not confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. Based in the results of investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a cut in the cord, wires are showing and needed a new "ID" plate. The issue occurred during reprocessing. There was no patient involvement.